Event description:
The device was used during an unk procedure. The 355l blade would not work. Rep is returning only the obturator. There was no consequence to the pt. 08/19/96 rep reports no other information was available.